Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller presented with controller fault advisory alarms. The patient was able to silence and clear the alarms. The patient then visited hospital and the center decided to exchange the system controller.

Manufacturer narrative:
Sections d4 - expiration date, h4: additional information. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, as the controller was unable to be retrieved by the customer. No log files were associated with the reported event, and the nature of the reported controller fault alarm was unable to be determined. The root cause of the reported event was unable to be determined through this analysis. This complaint will be reopened with further evaluation if the system controller is returned for analysis. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including controller fault alarms. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.